Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the forceps elevator has foreign material. Other observations for the device are: forceps elevator wire (k-wire) is cut due to which forceps elevator does not rise; distal end rubber coating (a-rubber), control unit, right/left (r/l) knob, and up/down (u/d) knob are dirty; connecting tube, universal cord, and distal end cover (c-cover) have a scratch; due to wear of angle wire, bending angle in all directions and play of u/d and r/l knobs does not meet the standard value; and suction cylinder (s-cylinder) is shaved, due to which suction volume does not meet the standard value. The user¿s complaint of broken k-wire was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for the evaluation and repair of a broken forceps elevator wire (k-wire). There is no harm to any patient. Upon evaluation of the returned device, it was observed that the forceps elevator has foreign material. This medwatch is being submitted for the reportable issue of foreign material found in the forceps elevator as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the reprocessing steps recommended in IFU were not performed completely due to the forceps elevator not working caused by breakage of k-wire, which made foreign material remain at/around the forceps elevator. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states infection risk caused by insufficient reprocessing as follows: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event from the customer. Adding initial reporter information. This supplemental report is being submitted to provide this information. Please see the updates in sections: e1, e2, e3, g3, g6, h2, and h10. Information provided for reprocessing at the facility: an air water channel cleaning adapter is used for pre-cleaning, which is performed immediately after a procedure. Steps followed for pre-cleaning are: lint free gauze is dipped in detergent solution; said gauze is wiped thoroughly on outer surface of endoscope; wiping repeated as required; detergent solution aspirated for 30 seconds, and air aspirated for 10 seconds while raising the elevator up-down three times. Then air water channel and the nozzle are cleaned as follows: air pump is kept on standby and manual air water button is replaced, then air water channel cleaning adapter is place; air is turned on; air will be flushed from both the air and water channels, thus air-water channel and nozzle will be flushed. Pressing the adapter and air water will be flushed out properly. Accessories/buttons are removed from the scope. Detergent used for pre-cleaning is 3m brand, name not known. The endoscope channels are brushed during manual cleaning with reusable olympus brushes maj-1534, bw-20t, and mh-507. If a single-use brush is used, the brush is not reused. The cleaning and disinfectant solutions used with the endoscope is 3m solution for cleaning and glutaraldehyde (ga) 2%. The forceps elevator is raised and lowered three times in water during aspiration. The forceps elevator is brushed and operated in the detergent solution. The forceps elevator is then flushed appropriately. The distal end is brushed with the channel-opening brush, but not maj-1888 for this model. Facility does not use an automatic endoscopy reprocessor (aer) for reprocessing; reprocessing is only performed manually. The endoscope is dried manually (air suction and air flow). The endoscope is stored in an endoscope almirah cabinet after reprocessing.